Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06811. It was reported that the patient presented at a surgery center. During analysis, high impedance and failure to capture were noted on the right ventricular and left ventricular leads. A chest x-ray indicated both leading in the pocket. Patient experienced dizziness often. The patient was transferred to a medical center. The leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.